Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular positive. The following information was provided by the initial reporter: (B)(6) 14:00:52 utc 2023 - patient fields updated: hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 1 molecular false positive: what result did the customer obtain from the bd product? Non-viable c. Tropicalis. What result was the customer expecting to obtain (if different from the obtained result) no organisms detected. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? Customer was not treated for fungemia. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Fx 442023 - molecular fp.

Manufacturer narrative:
H6: investigation summary: catalog: 442023. Batch no.: 2340620. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular positive. The following information was provided by the initial reporter: wed (B)(6) 14:00:52 utc 2023 - patient fields updated: hazard, injury or erroneous results details did erroneous results occur? If yes¿detailed erroneous results (include # of errors and type): 1 molecular false positive. What result did the customer obtain from the bd product? Non-viable c. Tropicalis. What result was the customer expecting to obtain (if different from the obtained result) no organisms detected. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? Customer was not treated for fungemia. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Fx 442023 - molecular fp.